Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test, and basic occlusion test. Unable to prime unit during prime/compromised force sensor system alarm test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 449 mg/dl. The customer was supposed to received 23 units of insulin but instead received a bolus of 15.9 units of insulin. A bolus was supposed to be delivered at noon but it was not recorded. The insulin pump did not alarm no delivery after the high pressure test. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.